Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information

Manufacturer narrative:
Full UDI is not available due to missing serial number.

Event description:
It was reported that the tip of the bvn probe broke off in the patient and was left inside their s1 vertebra. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.